Event description:
During an oral surgery, fluid leaked from the tip of attachment. The substance was removed with saline irrigation and suction. There were no adverse consequences reported with this event. Back up equipment was used to complete the procedure,

Manufacturer narrative:
Investigation results indicate corrosion in the attachment. The instructions for use provide operating and maintenance instructions for effective product maintenance and use.